Event description:
It was reported that a pump experienced constant close door alarms. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.